Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Initial reporter first and last name: unknown/not provided. Phone number: (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient¿s distance corrected visual acuity did not improve after the intraocular lens (iol) was implanted. Therefore, the lens was explanted in a secondary procedure. A replacement lens of a different model was used and the procedure was completed successfully. There was no patient injury, no medical issue reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.